Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly per article by gerhardt dmjm, et al., a profemur modular neck was revised in two patients that underwent a revision for a dislocation. The neck material type or variation details were not stated. Other components included: profemur z-gb modular stems (unrevised), 32mm femoral head (revised, material type and brand not stated), poly insert (revised, zimmer), csf cup (unrevised, zimmer). No further dislocation were observed by the authors post-revision.